Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a header issue. It was noted that the removal of the electrode was difficult, and the physician had to remove the silicon of the connector. The device was explanted and replaced. It was further reported that when implanting the replacement device, the physician could not hear the ¿turning sounds¿ of the new device connector when connecting the leads. It was noted that the physician didn't think the ¿turning moment¿ worked correctly, but all measurements were stable. The implanted device remains in use. No patient complications have been reported as a result of this event.